Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was not stable. The device was replaced with a new one and the procedure was completed. No patient complications reported.